Event description:
The customer reported on (B)(6) 2025, the patient had an ng tube with enteral feeds infusing and required imaging related to emesis and loose stools. However, on review of imaging, it was noted that the tip of the ng tube had broken off. The tip of the tube was noted in the abdomen. Feeds were stopped and the ng tube was removed, requiring new ng insertion. Serial x-rays completed, minimal movement of tube fragment. Now noted patient has been diagnosed with aspiration pneumonia and gi bleed.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.